Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator's graphical user interface (gui) inoperative. There was no report of pt involvement. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb) and installed ak revision software. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).